Manufacturer narrative:
H6; code 400: yielded jaws. Visual inspections & results: clip in jaws; a no b yes. Damaged jaws; a yes b no. Damaged feed bar, damaged handle shrouds, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams; ab no. Functional tests & results: antibackup functional; ab yes. Firing: feed conform; a no b yes. Firing: form conform; a na b yes. Jaws: hold clip; a no b yes. Jaws: inside width at tips; a .224 b .176. Lockout functional; ab yes. Number of clips fed and formed; a 6 ejected. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws of instrument a had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Instrument b was returned with no preload of the jaw against the top shroud. No conclusion could be reached as to how this damage occurred. The instrument was cycled, fed, and formed the clips within design specification. A) if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. B) a modified top shroud from revised tooling and a lower shroud from a new tool were implemented to maintain jaw preload against the top shroud. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.

Event description:
The device was used during an unknown procedure. The device was spitting clips. There was no consequence to the pt.